Event description:
Fourth revision surgery - due to dislocation. Reference first revision, (B)(4), date of surgery (B)(6) 2013. Second revision, (B)(4), date of surgery (B)(6) 2013. Third revision, (B)(4), date of surgery (B)(6) 2013.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.8 months of patient use. The healthcare professional indicated a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not made available to djo surgical for examination. A review of the device history records showed 2 non-conforming material reports (ncmrs) associated with this product. Ncmr# 20057 showed 2 parts (part#: 506-00-008) scrapped for not meeting print. Ncmr# 19391 showed 56 parts (part#: 506-00-008) with an undersized feature, the parts were accepted with the justification "this is a minor localized deviation that will not affect the final function of the device. The surgical technique calls for a cemented fit." A review of the product complaint report history showed this is the 26th complaint for this part (4 dislocation, 4 infection, 3 stability/poor joint, 9 trauma, 3 device loosening, 1 fixation, 2 revision surgery), first for this lot. The root cause for the dislocation was could not be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness. Disposed of.